Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead, physician indicated was no stability when the tip was rotated into the septum, the rotations at the proximal end of the lead were not being transferred to the tip of the lead, due to the several acute corners of the pre-formed catheter. The left ventricular (lv) lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.